Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded two untreated episodes of t-wave oversensing noise and there was no inappropriate shock. In addition, the system was suspected of sense b node issue and showing low amplitudes. The patient was brought into the clinic for a follow-up visit to evaluate the device. Troubleshooting was not able to reproduce any noise with arm manipulation. The device smart charge feature was extended and increased in both zones to 250 bpm. No adverse patient effects were reported. This device and electrode remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event.